Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the tubing during treatment. Pt noticed solution spraying from the cassette tubing. Upon examining the tubing, two holes were identified as the origin of the leak. Pt had no ill effects. Sample is available.

Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.